Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. Caller reports that the unit was logging high oxygen supply pressure (error code 120a). Technical support troubleshooting action: advised customer to check the wall and tank pressure using the pneumatic screen. Caller advised that the o2 inlet pressure reads 48 wall pressure and 52 connected to tanks. Advised customer to perform a full performance verification test (pvt) to attempt to duplicate the issue. Advised to use the pneumatic screen to attempt to duplicate o2 supply pressures over 92 psi. Customer followed up to report he was unable to duplicate the issue, suggested it might have been something external such as the o2 tanks. Customer completed pm as advised and it passed.

Event description:
Customer reports high oxygen supply pressure. No patient/user harm reported. Event date not specified; estimate used.